Event description:
A customer accidentally applied control solution to her eye. There was no serious injury alleged. . The call ended before further information could be discussed.

Manufacturer narrative:
The call ended before the customer's personal information or product information could be obtained. It's not possible to determine the manufacture date or 510k number without the product information.